Manufacturer narrative:
A MFR's service rep performed an on site investigation. The x-ray tube was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not produce x-rays. No pt injury was reported.